Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold from 1.5 to 2.5 volts. Moreover, the rv output was changed to 4.5 volts. This lead remains in service. Additional information indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.